Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The suture broke during surgery. The surgeon stated suture seemed flimsy and had to resew with different suture. There were no adverse patient consequences reported.